Manufacturer narrative:
Concomitant product: product ID: 4592-53 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sore and traumatized after the right ventricular (rv) lead delivered inappropriate shocks due to a suspected fracture. The lead had high impedance and showed noise. The lead was turned off and subsequently explanted and replaced. It was further reported that the atrial lead had high thresholds and had previously been turned off due to poor sensing. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.